Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device was corrected. Box h coding's was corrected/updated. Box h: evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
In this report during the evaluation of the device at the third-party service center, the device was visually inspected and visible foam were observed. The device was scrapped. The following correction has been updated in this report. Section "product brand name , model number, catalog item identifier, serial number (rfb), product UDI" in box d has been updated/corrected. Section "reporter country" in box e has been updated/corrected. Section "report source" in box g has been updated/corrected. Section "evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid" box h has been updated/corrected.